Event description:
During the implanting of the suture, the suture began to fray. The doctor eleceted to remove the implanted sutures. The patient's condition is fine. The explanted sutures were discarded by the hospital.